Event description:
It was reported that the patient developed a post-op infection in the toe. The patient complained of pain post-op; the pin was removed in the office. The patient was admitted to the hospital for IV antibiotics. Original procedure was: hammertoe, 2nd metatarsal. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that the patient had increased symptoms of pain & swelling approximately 2 weeks post op. Blood cultures were negative. The pin was explanted in the surgeon's office and the patient was treated with compression and inpatient IV antibiotics. Current condition: stable. The toe is still infected and painful; the patient is ambulating in a post-op shoe. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. This device is supplied sterile. Relevant patient health history and preexisting medical conditions and well as result of cultures taken/type of organism(s) identified were provided. Based on the information provided, a definitive cause for the post-operative infection could not be determined. The most likely cause for this type of event is a nosocomial source or patient non-compliance with post-op wound care directions. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Per facility, part will not be returned.